Manufacturer narrative:
(B)(4). Concomitant medical products: 010000703 ¿ g7 acetabular shell ¿ 3737299; 010000935 ¿ g7 liner ¿ 3240895; 650-0661 ¿ delta ceramic head ¿ 2016022125. (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k101086. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient suffered pain around trochanteric bursa on left side when weight bearing approximately 6 months post left partial hip arthroplasty. Approximately 10 months post onset of pain, patient received a steroid injection under ultrasound guidance at the left greater trochanter. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.